Event description:
This lead was explanted and replaced due to noise. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2019 - we were informed that, in addition to the previously reported noise, intermittent loss of capture, intermittent oversensing, and rising thresholds were also observed on this lead. Patient reportedly received multiple inappropriate shocks. Upon receipt, the lead under complaint was found cut approx. 50cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The visual inspection revealed multiple abrasion marks along the lead body. Particularly 7cm proximal to the lead tip the insulation was abraded through. This damage can be considered the root cause of the clinical observation reported in the complaint description. Furthermore extraction damages were found such as cuts and a torn up insulation with blood infiltration. The rv shock coil was severely deformed and the conductor cables were partly pulled out of their lumens. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The extent of the extraction damages indicate a significant ingrowth of the lead which may have affected the leads motion resulting in an increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
On (B)(6) 2019 - we were informed that, in addition to the previously reported noise, intermittent loss of capture, intermittent oversensing, and rising thresholds were also observed on this lead. Patient reportedly received multiple inappropriate shocks.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.